Event description:
The reporter stated that he did back to back blood glucose testing, one after the other, using different hands with the same finger on each hand, and different strips. The results were 136 and 256 mg/dl. He did not have any symptoms. A control test was done due to unavailability of supplies. Reporter had not been cleaning his meter correctly. On follow-up, the reporter stated that he has difficulty in getting enough blood for testing. The lifescan rep reviewed qc and testing technique, and discussed meter to lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8